Manufacturer narrative:
As the user facility's contact information was blank in the received medwatch, steris was unable to obtain additional information regarding the report event. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5184579 that "the sheath of the snare twisted when in use and was unable to cut the polyp off". No report of injury.